Event description:
It was reported that the patient presented to clinic after receiving a vibratory alert for low, out of range hv lead impedance. No out of range measurements could be seen on review of data. All other lead measurements are good and stable. The alert was reactivated and the patient will be monitored. The patient condition is well.